Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.